Event description:
It was reported when patient presented in hospital for unrelated cause, intermittent loss of capture was observed. The capture threshold had continued to rise until the lead was capped. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.